Manufacturer narrative:
Vyaire file identification:(B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text : device was not returned yet

Event description:
It was reported to vyaire medical that there was a leak on the high-pressure side of the ltv 2200 ventilator. The customer confirmed that there was no patient involvement associated with the reported event.